Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose reading was 600 mg/dl at the time of event. Blood glucose went to 300 mg/dl after discharging from hospital. Customer experienced symptoms such as nausea, abdominal pain, vomiting and difficulty in breathing for high blood glucose event. Customer was using auto mode at the time of event. The device will not be returned for analysis. No further customer complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in this report.

Event description:
Customer reported that paramedics were dispatched and she was taken to the emergency room and was hospitalized on may 21, 2022 at 06:00 for high blood glucose and diabetic ketoacidosis. Sensor glucose was reading 40mg/dl. Blood glucose value was 600mg/dl. Customer did not mention going down to 300mg/dl for this incident. Customer had difficulty breathing, was feeling sick/unwell, had extremity pain/cramps, and was sweating. Customer was treated with insulin drip. At the time of the call on june 2, 2022, customer was having a problem connecting meter to pump. Pump was used at the time of the incident. Per customer, auto mode was used. Sensor was used.